Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a button alarm 22. Additionally, it was reported that the button gets stuck and the customer has to use her finger nail under the button to release it. The customer's blood glucose level was not impacted. Reportedly, customer will continue to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the reported issue was confirmed. In addition, a different issue was found. (B)(4).